Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device ran 56 pulses 45 of which were first prime. Timeouts and a drive stall were observed at the beginning of the run, but no alarms. The device was reset and paired to a master pdm and asked to deliver a 5u bolus. The rerun data saw timeouts, but no drive stalls or alarms. The needle mechanism and drive mechanism were inspected during the investigation and no problems were found that would lead to the device not deploying or the observed timeouts and drive stalls during the priming sequence. The device did not deploy due to drive stalls not advancing the ratchet gear to the deployed position by the end of second prime. No other damages or deficiencies were observed during the investigation.